Event description:
It was reported the patient experienced a change in therapy effect. It was noted the patient¿s spasms were ¿uncontrollable¿ and the patient was ¿paralyzed on one side,¿ was ¿bruised around where the pump is,¿ and the patient¿s jaw ¿was going back and forth.¿ the patient was having ¿really bad spasms¿ and the patient was in pain and was ¿delusional.¿ it was further reported the event or symptoms occurred after an activity. It was also reported the patient fell on (B)(6) 2014 and was taken to the hospital. It was noted that prior to that fall the patient had fallen seven times in one week starting (B)(6) 2014 and was checked out at the emergency room (ER) then released. It was reported the patient had a bruise around the pump and they were concerned that the patient fell directly on the pump and that ¿something was damaged.¿ it was further reported the patient was admitted to the hospital. The pump was being used to deliver baclofen. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant products: product ID 8731, serial # (B)(6), implanted: (B)(6) 2006, product type catheter; product ID 8578, serial # (B)(4), implanted: (B)(6) 2012, product type accessory. (B)(4).